Event description:
Patient reported via regulatory reporting agency voluntary sus medwatch mw5189019 that the patient underwent coolsculpting treatments to the stomach area in 2024 and received two or three treatments. Over the past year, the patient noticed a significant change in the stomach area that is not due to weight gain. The area appears swollen and has become sore and sensitive to touch. The patient may have developed paradoxical hyperplasia (pah) as a result, due to a large bulge under the breast area, and the area is sore and painful at times.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.